Event description:
It was reported that pca was unable to be recognized by the pcu. Customer then put the pca on different pcu and it worked. On site clinical consultant discussed corroded iui connections and the importance of reporting these issues and the need to include modules and pcus involved for investigation. Education provided on cleaning to customer by bd representatives. No products available for investigation. This was reported to bd representatives during site visit. There was patient involvement but no harm. No further information available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.